Manufacturer narrative:
Analysis of available data confirmed the reported issue. Due to a software bug, the combination of very specific conditions of ble activation status and telemetry head removal during the interrogation led to the interruption of both battery measurements and ble communication of this device. Based on available data the general function of the subjected device is not affected. Recommendations are provided to reactivate the battery measurement and the ble communication. A software fix is under assessment by microport crm.

Event description:
Reportedly, although rf is turned on in the device parameter, no ble communication with the pacemaker is possible

Event description:
Reportedly, although rf is turned on in the device parameter, no ble communication with the pacemaker is possible.